Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 109 mg/dl (aviva meter) and 29 mg/dl (paramedic's meter). The patient felt hypoglycemia and the paramedics treated him with glucagon via IV. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.